Event description:
During the procedure the burr catheter broke off inside the right coronary artery. Total of 3 burr runs were performed at 80,000 rpm, but the burr would not come back; rotational atherectomy runs were increased to 120,000 rpm (5th one on this lesion) the burr was caught into the lesion and suddenly "seized up". Attempts to advance the burr more distally at the lesion were not successful, attempts to start the burr run again were not successful as the burr would only briefly turn on for a split second then shut off. The burr was wedged inside the lesion. The burr was able to be withdrawn with use of a viper wire which was larger in diameter the diameter of the burr and when pulled back with the guideliner the burr was withdrawn into the guideliner and removed from the body.